Event description:
It was reported to philips that the system's c-arm performed an uncommanded movement.the device was in clinical use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a vascular procedure was performed when the issue happened. The procedure was completed in the same room without any delay. Philips field service engineer (fse) visited on-site and examined the system and confirmed uncommented movement by c-arm system. Upon troubleshooting, fse suspected extra equipment hit the tsm on the table. Customer themselves resolved it. The system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.